Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/18/2024, it was reported by a sales representative via email that two ar-8990st-2 fibertak dx blue sutures snapped when tying the knot. Both white sutures of the anchors held without issues. The broken sutures were removed from inside the patient. This was discovered during a revision brostrom repair procedure on (B)(6) 2024. Additional information was received on 5/2/2024. Per the sales representative, there is no known information regarding the original surgery. The reason for the revision is also unknown.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.